Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported an intraocular lens (iol) was broken in pieces. The lens was not used. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating the device was discarded.